Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years 10 months. The pump was not explanted; therefore, the pump is not available for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that on (B)(6) 2017 the patient was admitted with elevated lactate dehydrogenase (ldh) of 1280 u/l. The patient¿s baseline ldh was in the 200''s u/l and had gotten as high as 2055 u/l during this event. The center¿s healthcare professionals suspected pump thrombosis. An echocardiogram on an unspecified date was found unchanged from previous studies. It was reported that all vad parameters remained at baseline as well. The patient was treated with high dose heparin. No pump dysfunction was noted throughout hospitalization. It was reported that the patient subsequently expired on (B)(6) 2017 during the same admission due to unrelated issues. The family decided to consult palliative care and withdraw support. It was reported that the pump preformed as expected.

Manufacturer narrative:
The pump was not explanted and therefore not available for evaluation. A correlation between the device and the reported elevated lactate dehydrogenase and suspected pump thrombosis could not be conclusively determined. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.